Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. This analysis concluded that a collision occurred between the drill adaptor and the mayfield head holder during surgery. The collision was due to a difficulty to reach a trajectory. Once the user changed the orientation of the arm following the instructions of the field service engineer, he was able to successfully reach the trajectory without issue. The patient was not injured by the collision and the delay caused was less than 10 minutes. Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes.

Event description:
A company field service engineer (fse) received a phone call from someone from the surgical team during a rosa seeg case on (B)(6) 2020 using (B)(6). The phone call was received around 11:32pm est, and the person informed the fse that there was a collision between the 2.45mm sst drill adaptor and the mayfield head holder during surgery. There was no injury to the patient, and the robot did not shut down due to the collision. The user removed the drill adaptor from the instrument holder, and was able to move the arm away successfully. The fse stayed on the phone with the user, and explained how to differently orient the arm so that it would come in from a different angle and avoid the head holder. Once the user changed the orientation of the arm, they were able to successfully reach the trajectory without issue. The patient was under anesthesia and incisions had been made. No injury to the patient since it collided with head holder. The delay was less than 10 minutes.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A company field service engineer (fse) received a phone call from someone from the surgical team during a rosa seeg case on (B)(6) 2020 using bs18954. The phone call was received around 11:32pm est, and the person informed the fse that there was a collision between the 2.45mm sst drill adaptor and the mayfield head holder during surgery. There was no injury to the patient, and the robot did not shut down due to the collision. The user removed the drill adaptor from the instrument holder, and was able to move the arm away successfully. The fse stayed on the phone with the user, and explained how to differently orient the arm so that it would come in from a different angle and avoid the head holder. Once the user changed the orientation of the arm, they were able to successfully reach the trajectory without issue. The patient was under anesthesia and incisions had been made. No injury to the patient since it collided with head holder. The delay was less than 10 minutes.